Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that, during efforts to restore power to the mr system following a facility power outage, an mr technologist sustained a fractured wrist while attempting to actuate the main circuit breaker on the mr system power distribution unit.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6, h3: ge healthcare (gehc) has completed its investigation into the reported event. Based on the information reviewed, no device problem or use-related problem was identified, and no definitive root cause could be determined. The site has experienced occasional power surges, and while the operator documentation instructs the healthcare provider to contact the service engineer before restoring power, the mr technologists at this site had previously reset the power distribution unit (pdu) circuit breaker to restore mr system functionality. The customer reported that a technologist sustained a wrist fracture when their wrist struck the upper left corner of the recessed access point on the pdu cover while switching the circuit breaker from the tripped position to the off position. In accordance with iec 60601-1 compliance requirements, the pdu main circuit breaker is located in a recessed area on the cabinet cover to prevent accidental activation. The gehc field engineer (fe) confirmed that the site pdu circuit breaker is operating correctly. A review of the system preventive maintenance records indicated that the pdu circuit breaker has consistently been fully functional. Additionally, the fe was able to operate the circuit breaker easily using one hand. The mr safety guide provides instructions for managing equipment or environmental emergencies, including procedures for restoring the mr system following a power-off event. No further actions are planned by gehc.